Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +24.0d) was implanted on (B)(6)2024 and then explanted later the same day due to the incorrect power lens. A new lal+ (sn (B)(6), +20.0d) was implanted as a replacement.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).